Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings after 2 days on her adc freestyle libre sensor compared to readings obtained on the built-in reader. A sensor reading of 146 mg/dl was obtained vs. A reading of 30 mg/dl obtained from the built-in meter. Customer reported symptoms of ¿discomfort¿ and subsequently lost consciousness. Customer¿s father provided her with sugar as treatment, and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information; (device mfg date) was updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using evm and sensor labview software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully properly seated. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving high readings after 2 days on her adc freestyle libre sensor compared to readings obtained on the built-in reader. A sensor reading of 146 mg/dl was obtained vs. A reading of 30 mg/dl obtained from the built-in meter. Customer reported symptoms of ¿discomfort¿ and subsequently lost consciousness. Customer¿s father provided her with sugar as treatment, and no further treatment was reported. There was no report of death or permanent impairment associated with this event.